Event description:
The customer reported the entire image disappeared and then recovered without any action during inspection for use for an unspecified diagnostic procedure involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.